Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow and pre-implantation testing. However, it did not meet the requirements for leak testing due to a large tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during pre-implantation testing, the strata valve was found to be leaking. According to the report, there was no patient contact and the doctor used another valve to complete the surgery, this product was not used in the patient.